Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument stopped working, a cable was protruding at the distal end. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument stopped functioning and remained static. Also, at the distal end of the instrument there were cables protruding from it. The instrument was returned back to isi for inspection on or around (B)(6). We do not have any photographic or video images of the instrument.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.